Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2013, inratio: 5.4, ref: 1.6, mean: 3.50, confidence limits: 2.0 - 5.0. Inratio 1.6 inr result was excluded from comparison test since no corresponding result was provided. The mean of the inratio meter and comparative system inr were calculated. Both inratio and ref values fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strip accuracy testing as part of the complaint investigation. In-house therapeutic donor testing has been performed on reported lot: 300668 on (B)(6) 2013. Results as follows: donor (B)(6): inratio: 2.0, 2.1, 2.0, ref: 1.84, bias threshold: 1.34 - 2.34, %cv: 2.84; donor (B)(6), 1.5, 1.6, 1.4; 1.66; 1.1 - 2.11; 6.67. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Accuracy and precision criteria have been met. No further investigation is necessary. Analysis of the client's data from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. Retain strip testing results met both accuracy and precision criteria. Product performed as expected. As reviewed on 8/5/2013, 5 discrepant result complaints were reported for lot #300668 yielding a complaint rate of (B)(4). Due to this low occurrence rate, no further action is required at this time. This issue will be subject to tracking and trending. Corrective action not required at this time.

Event description:
Caller alleged discrepant inratio2 results. Results as follows: date: (B)(6) 2013, inratio: 5.4, lab: 1.6; (B)(6) 2013, 1.6. Therapeutic range: unk. Caller was unable to provide technique or pt specifics.